Event description:
It was reported that at a follow-up appointment, the physician noted occasional p-wave over-sensing from this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was contacted to and discussed that there had been atrial over-sensing on the ventricular channel since the implant procedure. There was also over-sensing noted on the atrial channel. Ts recommended using a caliper on the programmer to measure the size of the over-sensed signal and possibly adjust the programmed sensitivity. A potential x-ray was also suggested to determine if the over-sensing was the result of the position of the right ventricular lead. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.